Manufacturer narrative:
Richard wolf medical instruments (mic) is submitting this report on behalf of richard wolf gmbh. Mic is the importer of this device. Follow-up report #1 is to provide FDA with results of the device investigation and any missing, new, and changed information. The results from the device evaluation: the pump and motor control unit were visually and functionally evaluated. The reported condition - units having on and off suction issues when used with suction pump (2208011, 1100218687) was unconfirmed. The investigation found no abnormalities, functions normal, passed per specifications and requirements. No device problems found. A review of the us complaints database shows a trend for suction pump (2208011) which was escalated to rw gmbh per qa-020 on trend investigation tr-s-21-007. The results of the investigation are pending. The user facility was contacted for additional information; citing hippa concerns, there is no additional information provided.

Event description:
Results of the device investigation can be found in the manufacturer's narrative. The sales rep reported additional details about the procedure: first case dr. Brandon 1/14/21 150g prostate: suction issue occurs shortly after we began morcellating. Blade is disassembled, no tissue trapped (blade could have been adjusted to *slightly* more closed); no tissue is stuck in the tubing; second handle piece is brought in (we now know we could have checked the handle piece by sticking it into the water on the back table); blue o ring not in place in second handle piece,~8 minutes passes before we are able to seat the o ring; I notice 22208011 suction pump takes a miniscule amount longer than usual to create the vacuum. Unit can be heard compressing even after the screen prompts indicate ready for "treatment mode; tubing and specimen cup are changed out simultaneously and issue is resolved; case completed but with great difficulty due to patient anatomy and clotting.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf (B)(4) . Richard wolf medical instruments corporation is the importer of this device. Rwmic considers this MDR/complaint open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
On january 29th, 2021, the following was reported to rwmic: both units are having on and off suction issues when used together. Product no: 2303.011. Description: motor control unit. Batch or serial no. (B)(4). Product no: 2208.011. Description: suction pump. Batch or serial no. (B)(4). Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? Yes. Did the delay put the patient at risk? (Only applicable if there was a report of delay) yes. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes.